Event description:
It was reported following an implant, there was an infection, and there was purulent drainage from the incision. The stimulator system was explanted. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
Additional information received reported that the patient¿s infection was a ¿staph infection.¿ it was stated that the infection had caused fluid to leak from the patient¿s back. It was noted that after the ins had been explanted, the patient was treated with antibiotics.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's implantable neurostimulator (ins) got infected in 2009 or 2010. The patient was in the hospital and they kept putting the patient on antibiotics and sending the patient home. The patient ended up being on more antibiotics and nothing was helping. The patient's incision started to open up and when they would press on the incision they could fill a cup with infection. The patient ended up having to have emergency surgery where they removed the ins and sucked out the infection. The patient had a staph infection. The infection was gradual and wasn't bad all at once. The patient ended up not being able to walk and running a temperature of 102 degrees. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v167924034, implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).